Manufacturer narrative:
Review of the product history records indicate devices were manufactured, and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the screw penetrated through the acetabular shell during surgery.

Manufacturer narrative:
Reported event:  an event regarding screw migration involving trident shell was reported.  Conclusion:  based on the information provided, there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered as concomitant. There is no allegation of failure against the trident shell. As reported, this issue has occurred due to the screw penetrated through the acetabular shell during surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the screw penetrated through the acetabular shell during surgery.